Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she as hospitalized for high blood glucose. The blood glucose reading at the time of hospitalization was not reported. Troubleshooting was performed and the insulin pump passed the prime and displacement tests. The programming and histories on the insulin pump were accurate. The customer stated that she had changed her infusion set the day prior to being hospitalized. During troubleshooting, it was found that the customer had rec'd several no delivery alarms prior to the hospitalization. The nurse called back after her initial phone call and stated that the customer had recently had a baby and was inserting the infusion set in her upper body.